Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show controller error alarm due to defective optical sensor lamp (#1039), immediately after first boot-up since console arrived at customer site. The alarm was preceded by two bad_lamp errors, due to optical bench failing self-check (as evidenced by light parameter of 0.4v instead of usual 2.4v-2.7v). Analysis of console logs from the preventive maintenance work performed 2 weeks prior, revealed same error which was however resolved after optical bench self-reset, and therefore did not result in any alarm that would be visible to technician. Once the console arrived in danvers, visual inspection of the optical bench revealed incorrect routing of one of optical fibers, that was tightly wrapped around housing of ambient pressure sensor, compromising the fiber (likely cracking or breaking it) and causing optical power loss. After optical bench was replaced, console operated within specification and no further bad_lamp errors occurred. The root cause of the controller alarm was compromised optical fiber resulting in failed self-test of optical bench upon aic boot-up. The fiber was most likely mishandled during pm procedure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a yellow console failure alarm at start up. ¿switch to backup console. ¿ error upon startup. There was no report of patient harm or injury.